Event description:
The customer reported that the system was intermittently freezing up (locking up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.